Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported an image problem. There is a lot of red dots on the screen. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The device was returned for evaluation, it was determined that the device was out of phase. There were no signs of impact on the device or any other anomalies. The cause of the event cannot be conclusively determined. Possible causes include that the event occurred due to the image sensor being damaged by cosmic radiation. There is no means to prevent this event.